Event description:
It was reported that during a coronary stenting treatment procedure, a stent fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A non-bsc guide wire was advanced to the lesion site. At some point the guide wire became caught and pulled back into a non-bsc guide catheter. The physician however did not know the guide wire wasn't still advanced to the lesion site and advanced a taxus liberte' 3.0x32 stent. When the physician realized there was no guide wire, the stent delivery system (sds) was pulled back into the guide catheter. Because there was no guide wire for the (sds) to track over, the stent caught on the guide catheter, then kinked and fractured at the center of the stent. No portion of the fractured stent remained in the pt. A new guide wire was advanced and another of the same device was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal left circumflex (lcx). Pre-dilatation was performed with an unspecified 3.0x12mm balloon. An attempt was made to advance a taxus liberte' 3.50x16mm stent across the lesion but was unsuccessful. The device was removed outside the patient and it was noticed the distal stent struts were flared. The procedure was completed with another device and the patient status was reported as "good". No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: product analysis was unable to verify the reported stent fracture. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was multiple strut stent damaged and buckled at the center of the stent with the shaft kinked at the same location. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).